Manufacturer narrative:
Blower.

Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported problem. Upon visual inspection and evaluation of the unit, the service technician reported finding blower nuts and washers had loosened and were detached. The service technician replaced the blower to correct the finding. Vent inop during use, secondary to the reported finding, will stop providing ventilatory support to the patient. Extended self testing and performance verification testing was completed and tests passed per operating specifications.